Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. As a part of troubleshooting, the fse reset the host pc connection and recycled the power to the system. After functional checks, the system was returned to working conditions. However, a similar issue recurred again on oct 17, 2024, and the fse replaced the host pc, and reloaded the ghost image software with full configuration and calibration. Following these repairs, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.